Event description:
In early 2009, the pt reported that two days prior, she had an elevated blood glucose reading of over 700 mg/dl and she began to vomit. She stated her insulin infusion device would display an occlusion message when she tried to bolus. She changed her infusion set and the next day, her device again gave an occlusion alarm during a bolus. She changed her cartridge, adapter and infusion set. She said that today her device again gave an occlusion alarm during a bolus, and her current blood glucose reading is over 300 mg/dl. To troubleshoot, the pt was instructed to disconnect her tubing from the cartridge and bolus. No occlusion occurred. She then reconnected her tubing to her device and bolused and no occlusion occurred. She reconnected the tubing to her headset and she received an occlusion message. She stated she has scar tissue and changes her tubing and cartridge every 2 weeks. She was advised to change her tubing and cartridge every 6 days. She stated she used her insulin cartridge twice and was advised not to refill the cartridge. The pt was advised to switch to her backup infusion device while using the same accessories. Her backup device gave an occlusion alarm. On two days after the original date, the pt stated she continues to experience occlusions. A different type of infusion set was sent to the pt to try. Two days later, she said she tried the new sets and continues to receive occlusion alarms. A request for additional training was submitted. On the following month, the trainer met with the pt. The trainer stated the issue appears to be with the pt's insulin as the occlusions occurred with both of the pt's devices and with the trainer's demo device. The pt had also used the same insulin to give herself injections but her blood glucose did not decrease as it normally does. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.